Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no: 367364, batch no: 8318745. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the tube was popping off and when the needle was retracted, it was noted that blood was leaking from a crack in the middle part of the product. The following information was provided by the initial reporter: when the patient was poked by the mla, the first tube kept popping off and she had to hold it on to collect the blood. When she retracted the needle, she noticed that the blood was coming out of the needle part of the needle. When looked closely notice a crack in the middle part.

Manufacturer narrative:
Medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no: 367364. Batch no: 8318745. It was reported that during use of the bd vacutainer® ultratouch¿ push button blood collection set the tube was popping off and when the needle was retracted, it was noted that blood was leaking from a crack in the middle part of the product. The following information was provided by the initial reporter: when the patient was poked by the mla, the first tube kept popping off and she had to hold it on to collect the blood. When she retracted the needle, she noticed that the blood was coming out of the needle part of the needle. When looked closely notice a crack in the middle part.